Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for thyrotropin (tsh), free triiodothyronine (ft3) and free thyroxine (ft4). The erroneous results were not reported outside of the laboratory. The repeat results were reported to the physician. The initial tsh result was 0.048 uiu/ml. The 1st repeat result was 3.37 uiu/ml. The 2nd repeat result was 3.29 uiu/ml. The initial ft3 result was 0.884 ng/dl. The 1st repeat result was 2.86 ng/dl. The 2nd repeat result was 2.79 ng/dl. The initial ft4 result was 0.057 ng/dl. The 1st repeat result was 1.24 ng/dl. The 2nd repeat result was 1.27 ng/dl. For all tests, the initial results were from a secondary tube that had been divided and run from the primary tube. The 1st repeat results were from the primary tube without dividing it. The 2nd repeat results were from re-testing the sample from the secondary tube that had been used for the initial results. No adverse event was reported. The tsh reagent lot number was 18499800 with an expiration date of 12/2015. The ft3 reagent lot number was 18322100 with an expiration date of 01/2016. The ft4 reagent lot number was 18492700 with an expiration date of 03/2016. The customer believes the specimen was not aspirated by the instrument. The customer cleaned the tip of the sample probe and performed an air purge approximately 10 times in an attempt to prevent the issue. The field service engineer visited the customer site and changed and adjusted the sample probe.

Manufacturer narrative:
Upon completing the initial investigation, additional information for further investigation was requested but was not provided. No additional information is available from the customer.

Manufacturer narrative:
The root cause was determined to be a hardware issue that was fixed. The problem was fixed by field service representative service actions. The system performed within specification after repair.